Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported that the patient can no longer establish telemetry between his ipg and charging system. A replacement external device was sent to the patient; however, it is currently undetermined whether this resolved the issue. No further information is available at this time.